Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient's ipg would not hold a charge. The patient underwent an ipg replacement procedure. During the procedure, the physician had a problem with port a on the ipg. As the physician was tightening the set screw, it broke in half. The physician was unsure if there was device malfunction. The patient was doing well postoperatively.

Manufacturer narrative:
Sc-1132 (sn (B)(4)) device evaluation indicated that the complaint of difficulty charging was not confirmed. Charge profile revealed various times of erratic coupling/poor alignment of the charger to the ipg. The charge current sometimes reached the maximum current and indicates good alignment, but this optimal alignment was not consistent. The reason for the erratic coupling was unknown. Battery profile revealed a maximum depletion rate of 4mv per day, which was within the expected range. Device exhibits normal charging and discharging characteristics. The complaint of a setscrew anomaly was not confirmed. Visual inspection revealed the setscrew in port a was completely backed out of the connector block and floating in the septum.

Event description:
A report was received that the patient&#38112;ipg would not hold a charge. The patient underwent an ipg replacement procedure. During the procedure, the physician had a problem with port a on the ipg. As the physician was tightening the set screw, it broke in half. The physician was unsure if there was device malfunction. The patient was doing well postoperatively.